Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A pt reported they were taking their insulin without knowing how much to take due to meter not working. Their meter allegedly would not power off. The result on their meter was unknown. There was no comparison. Not treated. No further info has been reported.